Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ovarian cystectomy, when removing specimen from cavity, the bag broke. A new bag was opened to complete the procedure. There was no patient injury.